Event description:
A falsely elevated troponin I result of 6.13 ng/ml was obtained on a patient sample. The result was reported to the physician. The original sample was retested on the original analyzer and a result of 3.85/0.14 ng/ml was obtained. The original sample was retested on an alternate analyzer and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a worn pump flush syringe and wash pump cassettes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a worn pump flush syringe and wash pump cassettes. A date behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.